Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), autoimmune disorder ("autoimmune reaction"), infection ("infections"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, autoimmune disorder, infection, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune reaction') in a 35-year-old female patient who had essure (batch no. A45108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, abortion, spontaneous abortion, urinary tract disorder and back pain. Previously administered products included for to prevent pregnancy: nuvaring from (B)(6) 2014 to (B)(6) 2015; for an unreported indication: mirena. Concurrent conditions included headache, general body pain, hot flashes, libido decreased, sexual dysfunction, smoker, alcohol use, left lower quadrant pain, cough, neck rash, muscle ache, tendency to bruise easily, dry skin, tendency to bruise easily, dental cavity, forgetfulness, iron deficiency, blood loss of (nos) and uterine bleeding. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) since (B)(6) 2015, cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d) since (B)(6) 2014, desogestrel;ethinylestradiol (kariva) from (B)(6) 2015 to (B)(6) 2015, venlafaxine hydrochloride (effexor) since 2009 and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions type: red raised bumps"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 24 days after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings") and night sweats ("hormonal changes describe: night sweats"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), autoimmune disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, autoimmune disorder, fatigue, depression, anxiety, mood swings, night sweats, urinary tract infection, rash papular, urinary tract disorder, bladder disorder, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, pelvic pain, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increase, depression, pelvic pain, abdominal pain, fatigue, anemia, alopecia, night sweats. Most recent follow-up information incorporated above includes: on 22-jul-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: mood swings, night sweats, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: red raised bumps, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: anemia, nausea, dental problems, dysmenorrhea (cramping), vaginal discharge, weight gain / loss (specify which one): weight gain, hair loss, abdominal pain, lower back pain. Outcome of event pelvic pain, genital hemorrhage were updated. Reporter information, concomitant drug, historical drug, medical history, lab data were added. Event infection updated to infection (bladder/ urinary tract/vaginal) type: uti. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A45108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, recurrent abortion, spontaneous abortion, urinary tract disorder and back pain. Previously administered products included for to prevent pregnancy: nuvaring from (B)(6) 2014 to (B)(6) 2015; for an unreported indication: mirena. Concurrent conditions included headache, general body pain, hot flashes, libido decreased, sexual dysfunction, passive smoking, alcohol use, left lower quadrant pain, cough, neck rash, muscle ache, tendency to bruise easily, dry skin, tendency to bruise easily, dental cavity, forgetfulness, iron deficiency, blood loss of (nos) and uterine bleeding. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) since (B)(6) 2015, cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d) since (B)(6) 2014, desogestrel;ethinylestradiol (kariva) from (B)(6) 2015, venlafaxine hydrochloride (effexor) since 2009 and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions type: red raised bumps"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 24 days after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced fatigue ("fatigue/extrem fatigue"), mood swings ("hormonal changes describe: mood swings") and night sweats ("hormonal changes describe: night sweats"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), autoimmune disorder ("autoimmune reaction"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), back pain ("lower back area pain"), libido decreased ("low libido"), pain ("body ache"), influenza ("flu") and premenstrual syndrome ("pms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, urinary tract disorder, bladder disorder, vaginal discharge, alopecia, abdominal pain, back pain and pain had resolved and the menstrual disorder, autoimmune disorder, depression, anxiety, mood swings, night sweats, rash papular, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, weight increased, libido decreased, influenza and premenstrual syndrome outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, influenza, libido decreased, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, pain, pelvic pain, premenstrual syndrome, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Received treatment for pain, bleeding, bladder/ urinary problem, hair loss and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increase, depression, pelvic pain, abdominal pain, fatigue, anemia, alopecia, night sweats. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pelvic pain, abdominal pain, genital hemorrhage, vaginal discharge, bladder disorder, urinary tract infection, hair loss, fatigue, urinary tract disorder, back pain and body pain were updated to recovered. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A45108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, recurrent abortion, spontaneous abortion, urinary tract disorder and back pain. Previously administered products included for to prevent pregnancy: nuvaring from (B)(6) 2014 to (B)(6) 2015; for an unreported indication: mirena. Concurrent conditions included headache, general body pain, hot flashes, libido decreased, sexual dysfunction, passive smoking, alcohol use, left lower quadrant pain, cough, neck rash, muscle ache, tendency to bruise easily, dry skin, tendency to bruise easily, dental cavity, forgetfulness, iron deficiency, blood loss of (nos) and uterine bleeding. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) since (B)(6) 2015, cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d) since (B)(6) 2014, desogestrel;ethinylestradiol (kariva) from (B)(6) 2015 to (B)(6) 2015, venlafaxine hydrochloride (effexor) since 2009 and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions type: red raised bumps"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 24 days after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced fatigue ("fatigue/extrem fatigue"), mood swings ("hormonal changes describe: mood swings") and night sweats ("hormonal changes describe: night sweats"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), autoimmune disorder ("autoimmune reaction"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), back pain ("lower back area pain"), libido decreased ("low libido"), pain ("body ache"), influenza ("flu") and premenstrual syndrome ("pms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, urinary tract disorder, bladder disorder, vaginal discharge, alopecia, abdominal pain, back pain and pain had resolved and the menstrual disorder, autoimmune disorder, depression, anxiety, mood swings, night sweats, rash papular, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, weight increased, libido decreased, influenza and premenstrual syndrome outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, influenza, libido decreased, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, pain, pelvic pain, premenstrual syndrome, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Received treatment for pain, bleeding, bladder/ urinary problem, hair loss and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfujly occluded; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increase, depression, pelvic pain, abdominal pain, fatigue, anemia, alopecia, night sweats. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pelvic pain, abdominal pain, genital hemorrhage, vaginal discharge, bladder disorder, urinary tract infection, hair loss, fatigue, urinary tract disorder, back pain and body pain were updated to recovered. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no: a45108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, recurrent abortion, spontaneous abortion, urinary tract disorder and back pain. Previously administered products included for to prevent pregnancy: nuvaring from on (B)(6) 2014 to on (B)(6) 2015; for an unreported indication: mirena. Concurrent conditions included headache, general body pain, hot flashes, libido decreased, sexual dysfunction, passive smoking, alcohol use, left lower quadrant pain, cough, neck rash, muscle ache, tendency to bruise easily, dry skin, tendency to bruise easily, dental cavity, forgetfulness, iron deficiency, blood loss of (nos) and uterine bleeding. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) since on (B)(6) 2015, cetirizine hydrochloride; pseudoephedrine hydrochloride (zyrtec-d) since on (B)(6) 2014, desogestrel; ethinylestradiol (kariva) from on (B)(6) 2015, venlafaxine hydrochloride (effexor) since 2009 and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions type: red raised bumps"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 24 days after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced fatigue ("fatigue/extreme fatigue"), mood swings ("hormonal changes describe: mood swings") and night sweats ("hormonal changes describe: night sweats"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), autoimmune disorder ("autoimmune reaction"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), back pain ("lower back area pain"), libido decreased ("low libido"), pain ("body ache"), influenza ("flu") and premenstrual syndrome ("pms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, autoimmune disorder, fatigue, depression, anxiety, mood swings, night sweats, urinary tract infection, rash papular, urinary tract disorder, bladder disorder, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia, abdominal pain, libido decreased, pain, influenza and premenstrual syndrome outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, influenza, libido decreased, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, pain, pelvic pain, premenstrual syndrome, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: essure device was successfully occluded; on (B)(6)2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increase, depression, pelvic pain, abdominal pain, fatigue, anemia, alopecia, night sweats. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- low libido, body ache, flu and pms. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A45108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, recurrent abortion, spontaneous abortion, urinary tract disorder and back pain. Previously administered products included for to prevent pregnancy: nuvaring from (B)(6) 2014 to (B)(6) 2015; for an unreported indication: mirena. Concurrent conditions included headache, general body pain, hot flashes, libido decreased, sexual dysfunction, passive smoking, alcohol use, left lower quadrant pain, cough, neck rash, muscle ache, tendency to bruise easily, dry skin, tendency to bruise easily, dental cavity, forgetfulness, iron deficiency, blood loss of (nos) and uterine bleeding. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) since (B)(6) 2015, cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d) since january 2014, desogestrel;ethinylestradiol (kariva) from (B)(6) 2015 to (B)(6) 2015, venlafaxine hydrochloride (effexor) since 2009 and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions type: red raised bumps"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 24 days after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced fatigue ("fatigue/extrem fatigue"), mood swings ("hormonal changes describe: mood swings") and night sweats ("hormonal changes describe: night sweats"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), autoimmune disorder ("autoimmune reaction"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), back pain ("lower back area pain"), libido decreased ("low libido"), pain ("body ache"), influenza ("flu") and premenstrual syndrome ("pms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection, urinary tract disorder, bladder disorder, vaginal discharge, alopecia, abdominal pain, back pain and pain had resolved and the menstrual disorder, autoimmune disorder, depression, anxiety, mood swings, night sweats, rash papular, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, weight increased, libido decreased, influenza and premenstrual syndrome outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, influenza, libido decreased, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, pain, pelvic pain, premenstrual syndrome, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Received treatment for pain, bleeding, bladder/ urinary problem, hair loss and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on 13-aug-2015: essure device was successfujly occluded; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increase, depression, pelvic pain, abdominal pain, fatigue, anemia, alopecia, night sweats. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune reaction') in a 35-year-old female patient who had essure (batch no. A45108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, recurrent abortion, spontaneous abortion, urinary tract disorder and back pain. Previously administered products included for to prevent pregnancy: nuvaring from (B)(6) 2014 to (B)(6) 2015; for an unreported indication: mirena. Concurrent conditions included headache, general body pain, hot flashes, libido decreased, sexual dysfunction, passive smoking, alcohol use, left lower quadrant pain, cough, neck rash, muscle ache, tendency to bruise easily, dry skin, tendency to bruise easily, dental cavity, forgetfulness, iron deficiency, blood loss of (nos) and uterine bleeding. Concomitant products included antibiotics, bupropion hydrochloride (wellbutrin) since (B)(6) 2015, cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d) since (B)(6) 2014, desogestrel;ethinylestradiol (kariva) from (B)(6) 2015 to (b()6) 2015, venlafaxine hydrochloride (effexor) since 2009 and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash papular ("rashes or skin conditions type: red raised bumps"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 24 days after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings") and night sweats ("hormonal changes describe: night sweats"). On (B)(6) 2018, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), autoimmune disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, autoimmune disorder, fatigue, depression, anxiety, mood swings, night sweats, urinary tract infection, rash papular, urinary tract disorder, bladder disorder, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, pelvic pain, rash papular, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increase, depression, pelvic pain, abdominal pain, fatigue, anemia, alopecia, night sweats. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.